Event description:
Bard power PICC 55 cm 5 french lot number reaq2482 placed via right cephalic, PICC trimmed 10 cm and positioned at 42 cm mark. Cxr on (B)(6) 2016 showed appropriate position for PICC tip. Thin metallic object approx 3 cm at level of right axillary vein was noted by radiology on (B)(6) 2016. Interventional radiology consulted and retrieved foreign object under fluoroscopy. Picture taken of object by radiologist consistent with tip of stylet used with power PICC. Fbo was not kept.